Event description:
It was reported that the patient received multiple inappropriate shocks due to noise on the rv lead. Chronic high capture threshold were also noted. Fluoroscopy revealed a fracture close to the lead tip. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.